Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacturer reference number: (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was pelvic pain, symptomatic pelvic relaxation, stress urinary incontinence, and history of endometriosis. The procedure performed was a laparoscopic-assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, pubovaginal sling, and suprapubic catheter.